Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The patient was pacemaker dependent. The rv lead was explanted and replaced. There were no patient consequences reported.